Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; underresponsive down arrow button. This complaint is being reported because the reported issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/19/2016. The device has been returned and evaluated by product analysis on 08/26/2016 with the following findings. On investigation, the keypad cover was intact without damage. All keypad buttons had normal response. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. Investigation did not duplicate the keypad button complaint. There was moisture behind the display lens and in the battery compartment. Investigation confirmed the moisture complaint. Leak testing failed due to a display lens leak. There was moisture inside the pump on the main printed circuit board and the keypad flex/connector. Pump data was unable to download due to the moisture damage. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
Follow-up #2 date of submission 02/17/2017 - correction to serial #.